Manufacturer narrative:
The reported events were unacceptable threshold, high pacing impedance and lead abrasion. The reported events of unacceptable threshold and lead abrasion were confirmed. As received, a partial lead was returned in two pieces. Visual inspection found multiple internal insulation abrasions breaching ring electrode, right ventricular and superior vena cava cable lumens in between shock coils. The inner coil lumen was intact with one abraded ring electrode cable coating underneath the superior vena cava shock coil. The cause of unacceptable threshold and lead abrasion was due to the internal insulation abrasion. The reported event of high pacing impedance was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures. The lead impedance could not be tested due to the condition of the lead, as received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had externalized cables which led to rising capture thresholds and high pacing impedance. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.